Event description:
On (B)(6) 2014, the patient was implanted within the (B)(4) study with a conformable gore® tag® thoracic endoprosthesis to treat a penetrating aortic ulcer (pau). In a chimney/snorkel procedure the celiac and superior mesenteric artery, as well the right and left renal artery were stented in the same procedure. On (B)(6) 2014, the patient suffered on acute kidney injury due to a bilaterally renal stent graft thrombosis. Residual urine output was present and a conservatively treatment was not successful the renal function progressively worsened. A need for hemodialysis was given. The patient was implanted with an arteriovenous fistula (avf) prosthesis (gore® acuseal vascular graft) on the left arm. The prosthesis worked well. On (B)(6) 2014 (3am), the patient abruptly shocked due to a severe and acute respiratory insufficiency. In additional, the patient presented with symptoms of anemia due to a hemothorax. The chest was punctured with a 24f tube and >1000ml of fresh blood was expressed from the right chest. The patient remained unstable (systolic blood pressure <100mmhg but > 80mmhg), but conscious without a need of inotropic medication. A laparotomy was immediately planned, with visceral re-routing on the celiac trunk and the superior mesenteric was done from the left common iliac artery. A subsequent additional conformable gore® tag® thoracic endoprosthesis was used to seal the rupture coming from a type I endoleak proximal. Technical success was immediately achieved, but the prolonged hemodynamic instability on an already fragile patient led to a fatal outcome on the same day. (16h postoperatively). The patient died.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.